Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer encountered a repeating error c-34 on the erbe generator when both monopolar and bipolar energy is activated. The customer restarted the erbe and changed the cautery cables with no change. The customer stated that they would use an external generator to continue the case. The procedure was completed with no reported injury.